Event description:
It was reported that the balloon deflated more often than usual. The user had to reinflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. No consequence for patient.

Manufacturer narrative:
No device was returned for investigation.